Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. The insulin pump alarmed insulin flow block and failed battery. The insulin pump alarmed error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The customer declined troubleshooting for high blood glucose value because she took manual shot. The insulin pump passed self-test. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current and sleep current measurement test and self test. No unexpected pump error 15 alarms or failed battery test noted during testing however, pump error 15 alarm is found in the formatted history file due to a software error.